Manufacturer narrative:
Method: film evaluation.

Manufacturer narrative:
(B)(4). Results: death, migration, endoleak, aneurysm rupture. Patient was lost to follow up. Cause of events are unknown. Conclusions: patient was lost to follow up. Cause of events are unknown. Death, migration, endoleak, aneurysm rupture.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately four years ago. It was reported that the patient presented to the ER emergently with a ruptured aneurysm. The device had migrated resulting in a proximal type I endoleak. The patient had not been in for regular follow up appointments. The physician did not get a chance to attempt to treat the patient. The patient expired.

Event description:
Film evaluation: cta's from 1-month post-implant showed that the bifurcate was positioned several mm's below the renal arteries. The neck ID at the left renal was 21 x 26. The proximal s-g od is 21mm. The proximal neck was angulated 50deg a-p and 30deg l-r. The ipsilateral limb was placed into the right common iliac, and the contra into the left common iliac. The max aaa diameter was 7.1cm. No endoleak was seen, the limbs were patent. Cta from 7-months post implant showed that the stent graft has migrated distally (approx 5-10mm) as compared to the previous study. The neck diameter at the left renal is 21x27mm. The max aaa dia is 7.1cm. No endoleak is seen. The cause of the migration may be due to neck dilatation.

Event description:
A film evaluation noted that post-implant images from 4-1/2 years showed that the talent bifurcate was positioned approximately 1.5cm below the lowest renal. The ipsilateral limb was placed into the right common iliac, and the contralateral limb into the left common iliac. There was a proximal type I endoleak. The maximum aaa diameter was approximately 10.5cm. Both limbs were patent. The aortic neck/bifurcate body was angulated approximately 65deg a-p and 60deg l-r. The proximal neck diameter at the renal arteries was 22mm, and the proximal stent graft od was 30 x 31mm. The anatomy at implant is unknown, and earlier post-implant images were not returned, therefore any possible in-vivo configuration changes could not be assessed. The cause of the stent graft migration, leading to the type ia endoleak, could not be determined.

Manufacturer narrative:
Method: film evaluation. Results, conclusions: neck dilatation.